Manufacturer narrative:
Date of event: exact date unknown, event occurred 11 months ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg would only last a day with a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed by the medical facility.